Manufacturer narrative:
(B)(4). No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Device was not returned for evaluation. The device was discarded at the site and will not be returned to the manufacturer.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure, when the manufacturer's device was advanced into the left radial artery the device folded on itself and the wire (another manufacturer's device) got tangled. The user cut the manufacturer's device and removed it in pieces. Additional information provided the physician gained access in the left radial artery to ivus the sfa. While advancing the device over a choice pt extra support .014 guidewire through a short sheath, the manufacturer's device was hard to push. The physician then utilized fluoroscopy to see that the devices were folded over on to each other which created a loop in the device and could not advance. He then tried to remove the device, but it was stuck. The device was snared from an access below in the right common femoral artery and the device portion that was out of the body near the radial access was cut to get a bigger sheath over the portion that was out of the body. Everything came out of the patient, all portions were account for. The patient was discharged as expected and report to ER in "fine" condition. The device was disposed of at the site and not returned to the manufacturer for analysis. The instructions for use (IFU) precautions the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur. Additional intervention was required to remove the manufacturer's device and guidewire (another manufacturer's device).